Manufacturer narrative:
(B)(6).

Event description:
The complaint states that an app crash alert was reported. No data or product was provided for investigation. The allegation and a probable cause could not be determined.